Event description:
A malfunction was reported on the pump, with no significant events occurring prior. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.